Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device

Manufacturer narrative:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device. The previous report captured the device incorrectly. In 'box d: suspect medical device' 'device avail. For eval? (Rfb)' has been updated from 'unknown' to 'yes'. The 'date returned (rfb)' has been updated to 'required' and the 'date returned to mfg' has been added. In 'box e: initial reporter' 'occupation' has been updated to 'non-healthcare professional'. In 'box g: all manufacturers' the 'report source (rfb)' has been updated from 'user facility' to 'disributor'. In 'box h: device manufacturers' the 'device eval. By mfg? (Rfb)' has been updated to 'required' and 'device evaluated by mfg?' Has been updated to 'yes'. The 'device available for eval?' Has been updated to 'yes'.